Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a blood glucose of 413 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the pump was returned with visible moisture behind the display lens. The pump had no audible or vibratory features and the display screen remained blank. The attempt to download the pump history and black box was unsuccessful.